Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin causing him to have low blood glucose levels for several days. Blood glucose level at the time of the incident was 68 mg/dl. Blood glucose level at the time of the call was 59 mg/dl. The customer reported that the insulin pump delivered 5.4 units of insulin when he only wanted to deliver 5.2. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.